Event description:
During preparation for a coronary artery bypass graft surgery, the blue prolene suture (tether) was too short in lenght and the metal posts could not be properly placed for seven heartstring seals. The case was completed by using a partial occlusion clamp. No additional pt complications were reported. Failure analysis determined 6 days later that the first seal was functional to protect specification and six seals were cracked. Six reports will be submitted for cracking based on failure analysis results. A report will not be submitted for the first functional unit. This report is for the fourth cracked seal and a subsequent seal was used to attempt completion for the procedure.